Event description:
Ventricular oversensing reportedly led to the delivery of inappropriate shocks. Preliminary analysis confirmed the reported event and showed that it most likely resulted from a rv lead issue (non-sorin). Patient care recommendations have been provided (evaluation of the benefit of a reintervention).

Manufacturer narrative:
Device and lead were explanted on (B)(6) 2015 and discarded. A new system was implanted instead.

Event description:
Ventricular oversensing reportedly led to the delivery of inappropriate shocks. Preliminary analysis confirmed the reported event and showed that it most likely resulted from a rv lead issue (non-sorin). Patient care recommendations have been provided (evaluation of the benefit of a reintervention).